Event description:
The clinician reports that the day the implant was placed in ada 25, failure occurred upon insertion. Primary stability not achieved and implant surface not completely covered with bone. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.